Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt experienced several high plasma-free hemoglobin lab levels. The pt had hemolysis with dark colored urine. It was reported that there was a "foreign object" in the rotor of the lvad. A decision was made to exchange the lvad with another lvad.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.